Manufacturer narrative:
Patient weight was not provided for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 323.062, lot# l130167. Manufacturing location: (B)(4), manufacturing date: sep 16, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during an open reduction internal fixation (orif) ankle procedure, a 2.0mm drill bit with depth mark/qc/140mm tip broke during surgery. The drill was passed through a 2.0mm locking tower (2.0mm threaded drill guide with depth gauge) and the tip of the drill bit broke. The fragment was easily retrieved. No fragments were in the patient and nothing had to be removed from the patient. There was no surgical delay or patient harm. The procedure was completed successfully. Patient outcome was reported as good. Concomitant devices reported: a 2.0mm threaded drill guide with depth gauge (part # 323.061, lot # 9859713, quantity 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).